Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, stress urinary incontinence, pelvic mass, cystocele, and rectocele and mesh was implanted along with the concurrent procedures of lsh/bso, and anterior/posterior colporrhaphy. It was reported that following insertion of the mesh the patient experienced extrusion, infection, urinary problems, bleeding, and dyspareunia. It was reported that the patient underwent cystoscopy and hydrodistention of the bladder on (B)(6) 2011 for recurrent cystitis. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.